Manufacturer narrative:
Block h6: code 66; single occurrence in 7 year product history. Complaint file # 97-062. Complaint #97-062 concerned an incident which occurred at the hosp, in which the plate which anchors the sid cable broke off and the automatic cassette loader fell towards the floor. There was no injury, but "possibility of this occurring is real" according to the senior technical officer (biomed dept.). Inspection of the failed plate revealed that the weldment which holds the plate in place had been ground down, thus weakening the weld and allowing the plate to break loose. The mfg documentation was reviewed; nowhere does it call for grinding of the weld. There have been no other instances of the anchor plate breaking loose reported out of 127 traumexes of the same design shipped from 1/19987 to 4/1994. Because of the lack of other similar occurrences and the lack of documentation calling for grinding of the weld, the failure at the hosp is considered an isolated incident attributable to mfg error, and no further corrective action is required. Complaint 97-0602 is considered closed.

Event description:
Welded plate which anchors sid cable broke off. Automatic cassette loader fell towards floor.